Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with scratched lens, downstream occlusion (dso) seal cracked and the alternating current (ac) port insulation damaged. Both tamper seals were intact. There was no evidence of the error recorded in the event history log (due to loss of patient data). The reported problem was not found at power up. Air in line and downstream occlusion error was not detected during the functional and occlusion tests. The investigation could not determine the intermittent of the error; unable to duplicate the reported problem. No repair was needed for the reported problem, however the dso sensor and main board were replaced for preventive measure. The root cause was unknown. No fault was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump had intermittent air in the line and a downstream occlusion when using the reservoir cassette. Additional information was provided that there was no patient involvement.